Manufacturer narrative:
(B)(4). The results of the investigation are incomplete at the time of this report.

Event description:
The customer alleges that during a nasal intubation, the balloon burst. No patient injury or clinical consequences reported. Patient condition is reported as fine.

Manufacturer narrative:
(B)(4). - lot # corrected to 15kg08. A device history record (DHR) review was performed on the potential lot number reported by the customer (15kg08) and there were no issues found that could relate to the reported complaint. The sample was not returned for evaluation; therefore, the complaint could not be confirmed. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges that during a nasal intubation, the balloon burst.no patient injury or clinical consequences reported.patient condition is reported as fine.